Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the right femoral artery. When given to the md to insert, the membrane of the iab was unwrapping. The md tried to advance the iab through the sheath without success. The md then removed the sheath and catheter and attempted to insert the same iab sheathless. The md was not able to insert the iab using this method. As a result, another iab was inserted using a sheath in the same insertion site.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.